Event description:
Difficulty was encountered during withdrawal of the guiding sheath after a cross-over pta stent implant. Reportedly, the sheath "broke" exposing the inner stainless steel coil and further withdrawal was not possible. The physician made a "contra-lateral puncture placing a new introducer" and successfully removed the distal end of the guiding sheath with help of a goose-neck snare. The user facility that there was a hematoma, but there was no harm to the pt.